Event description:
It was reported by the patient that he underwent a bilateral inguinal hernia repair procedure in (B)(6) 2008 and mesh was implanted. The patient reported that he has suffered numerous complications including a massive infection which required reoperation, followed by a period of severe pain and slow healing, abdominal bloating, weight gain of (B)(6), difficulty breathing, chest pain and fecal incontinence. The patient is unable to walk for more that a few steps and is no longer able to work. The patient is not under the care of a doctor at this time. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.